Event description:
It was reported that upon deployment of a 26 millimeter (mm) transcatheter valve to the point of no recapture (ponr), "unacceptable" paravalvular leak (pvl) was observed. Subsequently, the 26 mm valve was withdrawn from the patient, and the patient was upsized to a 29 mm valve. The 29 mm valve was successfully implanted and the implant procedure was completed without any further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d3, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a 26 millimeter (mm) transcatheter valve to the point of no recapture (ponr), "unacceptable" paravalvular leak (pvl) was observed. Subsequently, the 26 mm valve was withdrawn from the patient, and the patient was upsized to a 29 mm valve. The 29 mm valve was successfully implanted and the implant procedure was completed without any further issues. No patient complications were reported as a result of this event. Additional information was received that the severity of pvl was moderate.